Event description:
Doctor was performing an outpatient cysto stent removal procedure; when he attempted to grasp the stent, the open/close function of the jaws did not work. The dr's office did not have a backup instrument and had to abort the procedure at that point; the procedure was rescheduled at the hosp where the stent was successfully removed. There was no adverse effect to pt noted on either procedure.